Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebv0693 showed no other similar product complaint(s) from this lot number.

Event description:
Patient reports that she had a power PICC solo2 placed, during the procedure the right side of her chest, arm, and hand went numb. It was stated the nurse alleviated the numbness by moving the catheter around inside the body.